Event description:
It was reported that during the implant procedure, the lead had high thresholds, was undersensing, dislodged, and had positioning/fixation difficulties. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. The lead had been stretched. All conductors were distorted at 17.5 cm from the pin. The inner insulation was kinked buckled at 16 cm. A cut was evident through the outer insulation material at 18 cm distally.